Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that  they were having trouble charging the ins due to a short in the wire. Eventually, the patient was able to charge the ins and have the MRI but the caller speculated that it was after that time that the patient starting having trouble, which lead to the ins replacement in (B)(6) 2021. Caller did indicate patient was a poor historian. The caller was not with the patient. Caller wasn't sure who the pt's managing hcp was.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt reported maybe 2 or 3 years ago they 'had to redo everything' because they were getting shocked for a year. Agent asked, pt could not recall the name of the rep they had worked with when the issue had begun and couldn't recall dates. Agent documented reported information. Agent confirmed spelling of hcp name from prior cases. Agent called back to clarify if pt meant their old ins (replaced in 2021) or the lead replacement (replaced in 2022), but pt didn't answer. Agent also intended to ask if pt worked with/notified a rep in person or via phone. Agent left voicemail. Agent entered case device as 'unknown.'